Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pt, the device displayed a "pace fault" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to pt due to the reported malfunction. The customer was unable to provide the exact message the device displayed.